Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient with unknown medical condition. At some time post a filter deployment, the patient was allegedly diagnosed with pulmonary embolism involving the filling defects in right lower pulmonary artery. The device has not been removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient with unknown medical condition. At some time post the filter deployment, the patient was allegedly diagnosed with pulmonary embolism involving the filling defects in right lower pulmonary artery. The device has not been removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, an ultrasound venous left extremity doppler study was performed which showed that extensive non-occluding deep venous thrombosis left lower extremity from the left common femoral vein to the posterior tibial vein in the calf. On the same day, a computed tomography of angiogram of chest was performed which showed that the findings consistent with an intraluminal filling defect in a right lower pulmonary artery consistent with a pulmonary embolus. The medical records included images. The image review was documented in the medical records. One x-ray image was reviewed. The image provided shows an ivc filter to the right of the spinal column. The filter in this image appears to be intact and without defects. It is impossible to tell if any of the struts have fractured. Pulmonary embolisms can occur despite filter even when placed in the correct location. Furthermore, ivc filters may lose efficacy over time in preventing pulmonary embolism and do no prevent all pulmonary embolisms. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.